Event description:
This report addresses the issue of use error- failed to follow therapy steps. The customer contacted baxter's technical service center to report a check lines and bags alarm while using the home choice (hc) device during prime. The baxter technical representative (tsr) had the home patient (hp) check lines, clamps, frangibles. The hp stated that he disconnected the bags and reconnected. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the home patient (hp) regarding the use error. The hp was advised of proper procedure for disconnecting and use of supplies. The hp understood. Hp is continuing therapy without any issues at this time.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a use error - reuse of single-use product is confirmed because reconnecting disconnected solution bags is a use error that can cause contamination. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.